Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
The plate broke after one yr in the middle of the screw hole. The screw broke too. The pt had pseudoarthrosis of the mtp w/o pain. Revision surgery is required.